Manufacturer narrative:
(B)(4).

Event description:
It was reported that the xenon 500xl light source was overheating during a procedure and that the left fan was not working. There is no report of procedural delay or patient injury associated with the alleged event.

Manufacturer narrative:
Device investigation narrative - one 500xl light source part number 72200568 was received on march 28, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was observed. Product failed with overheating during 2 hour burn-in. The ballast fan shuts down after power switch is engaged. Cause of fan malfunction is a defective mcu pcb. Unit passes functional testing (including 4 hour burn-in) and fans perform as expected with a known good mcu pcb installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. Device returned for evaluation. Device evaluated by the manufacturer. Device is not labeled for single use - incorrectly listed as single use device. Device usage is reuse - incorrectly listed as initial use of the device. (B)(4).